Event description:
Service was requested on this device based upon a report of pump overinfusing. The facility is not able to provide testing parameters used to determine this overinfusion. No record of any patient incident assocaited with this device since the last baxter service event. The facility's rep was unable to provide any additional details regarding when or where the failure was identified, or a contact with this information. Pump will be sent to baxter pal lab for evaluation.